Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 60mg/dl with blurred vision and a headache. Patient required no unusual treatment. During troubleshooting, customer support found that when the battery is removed for less than 24 hours, the time/date revert to the factory default settings. This complaint is being reported as the patient experienced hypoglycemia. The time/date issue is not reported as the issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.